Manufacturer narrative:
(B)(4). The analysis result of the device found that it was received with the top shroud broken. It could not be determined what may have caused the damaged found; however, it is known from the history of the device that the condition of the shrouds may lead to eject the clips. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the clips were not properly fed into the jaws causing the clips to jam. The clips were caught between the jaws and top shroud due to the found feeding issue. Finally, it locked out as intended. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, prior to use on the patient while clipping cystic channel, the products couldn't achieve clipping. The procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable.